Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. The 3.0x28mm xience alpine stent delivery system met resistance with anatomy and after the system crossed the stent struts were observed to be kinked and mangled. Therefore, the device was removed. Another same device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Per device analysis, the stent was dislodged on the stylet. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported stent deformation was not confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported stent deformation could not be determined as the device was returned and the stent was not damaged. Additionally, the stent implant was returned dislodged, on the stylet. There was no damage noted to the stent implant. The account indicated that the stent dislodged from the device after the procedure when packaging the device for return analysis. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, after the report was filed it was noted that the stent dislodged after the procedure and was not observed to be loose on the delivery system when it was removed from the anatomy. No additional information was provided.